Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the audiologist, in 2007, the patient reported intermittency and a "high pitched hum" when using the cochlear implant system. Exchanging the external equipment did not solve the problem. At approximately 38 days later, the patient reported pain over the implant site. Reportedly, the surgeon wondered if the issue could be caused by a device problem or "possible early otitis media". The patient was treated with augmentin. Reportedly, the pain had resolved after taking the augmentin, but then started again in 2008. The patient was treated with levaquin. Results of an integrity test done in 2007 showed the receiver/stimulator to functioning within normal limits. The x-ray showed the device to be in "good position". Reportedly, the pain had resolved after taking the antibiotics. The patient's sound processor was reprogrammed at about 2 months later, the following month and a month after. At the last reported programming session in 2008, he was "doing very well". The patient's device was explanted about 5 months later, and a new device was reimplanted during the same surgery.